Manufacturer narrative:
Pending investigation. B3: date of event is unknown. Concomitants: 200-05-26 - inset patella 26mm 0733831. 200-24-09 - cr tibial insert sz4, 9mm 0806623. 200-04-44 - cemented finned tib. Tra sz 4f/4t 0842739. 200-01-04 - cemented cr femoral sz 4 7833087.

Event description:
As reported, the patient underwent a right total knee arthroplasty (tka) revision on an unspecified date. No further information is available at this time.